Manufacturer narrative:
Of the (B)(4) allegations of a malfunction, (B)(4) pumps were returned to animas and investigated. Of the investigated pumps, (B)(4) were found to be malfunctioning due to damage to the battery compartment and damage to an unknown area of the pump case.

Event description:
This report summarizes (B)(4) malfunction events. A review of the events indicated that the one touch ping model pump experienced damage to an unknown area of the pump. These reports were received from various sources. The patients associated with this allegation ranged from 10-76 years of age and between 50 and 221 pounds. Of the reported patients, (B)(6) were male, (B)(6) were female, and (B)(6) were unknown.

Manufacturer narrative:
Follow-up #2 date of submission 07/27/2016 - device evaluation: in q2 2016 1 pump was returned and investigated. There was 1 instance of damage to an unknown area of the pump case found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #3 date of submission 10/25/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There were zero instances of battery compartment damage found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #1 06/15/2016. Of the 22 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to damage to the battery compartment and damage to an unknown area of the pump case. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced damage to an unknown area of the pump. These reports were received from various sources. The patients associated with this allegation ranged from 10-76 years of age and between 50 and 221 pounds. Of the reported patients, 9 were male, 13 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #4 date of submission 01/26/2017 - device evaluation: in q4 2016 there was 1 additional instance of damage to an unknown area found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow up #5 07/28/2017. Device evaluation: in q2 2017, there was 1 instance of damage to the pump casing found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 2 of 2018, there were 1 instances of unknown area failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the (B)(4) program.